Event description:
Info received on 7/30/96 indicates another device was implanted on 7/3/96. Info acquired on 8/13/96 indicates a malleable device was removed from the pt, reason not indicated. Unable to obtain add'l info.